Manufacturer narrative:
Investigation included review of device data and user-reported usage patterns with troubleshooting education provided. Investigation of this case revealed insulin on board and decreasing glucose during sleep as a plausible contributor to the low, with frequent pump pauses also discussed. It was concluded that the event involved hypoglycemia with an unclear cause, and the user was advised to allow adaptation to the new therapy and to consult their clinician or trainer if issues persist, including consideration of a factory reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced nocturnal hypoglycemia after initiating a secondary cgm therapy for higher sleep targets and observed multiple insulin delivery pauses, with one event involving a blood glucose of 66 mg/dl following a prior hyperglycemic reading of 367 mg/dl. Symptoms included low blood glucose requiring treatment. Outcomes included self-treatment with oral glucose and recovery without medical intervention.